Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized and due gastroparesis high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 330 mg/dl at time of incident. The customer was treated in the hospital. The customer declined troubleshooting for high blood glucose and customer was ill. The insulin pump will not be returned for analysis.